Event description:
Patient experienced damage to her ureter during a hysterectomy procedure. The patient had a stent implanted in the ureter. The patient subsequently needed a re-implant of the stent for her ureter (¿non-reflux¿). The patient also subsequently developed a recurrent history of pylonephrosis. The initial reporter and the patient decided to try therapy with deflux. The patient received deflux on (B)(6) 2012. On (B)(6) 2012, the patient woke up with flank pain and nausea and called the initial reporter via phone. The patient saw the initial reporter and received an ultrasound ((B)(6) 2012). The initial reporter stated that the patient¿s ultrasound showed ¿moderate¿ obstruction. The patient was immediately taken into surgery (same facility as the initial reporter). The initial reporter stated that the patient¿s ¿u/o¿ was easy to insert. The ¿6 french stent¿ was also easy to insert. The initial reporter stated that currently, the patient was experiencing ¿symptoms wit ha stent¿ such as bladder reflux and pain in the kidneys and bladder upon voiding.

Manufacturer narrative:
Ureteral obstruction is a known and labeled adverse event associated with subureteral injection procedures. In this situation, deflux was used off label, the (adult) patient did not have de novo case of vur, she had had trauma to the distal ureter which required surgical reimplantation.